Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Review of the submitted log files confirmed transient low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted controller event log files contained data from 29jun2021 to 09jul2021 and from 18jul2021 to 20jul2021. Transient low flow alarms with elevated pi values. There were no other notable findings. The system appeared to be operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the event resolved with sequalae on (B)(6) 2021. Adjustment of permanent pacemaker (ppm) and left ventricular assist device (lvad) speed adjustment were performed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced brief loss of consciousness (loc) on (B)(6)2021 that occurred due to orthostasis within 5 minutes of physical therapy. The loc resolved without sequalae on the same day. On (B)(6) 2021, the patient experienced left diaphragmatic paralysis with continued shortness of breath per sniff test.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms and elevated pulsatility index (pi) values; however, a specific cause for these events could not be conclusively determined though this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events of shortness of breath, progressive fatigue, brief loss of consciousness, and diaphragmatic paralysis could not be conclusively established through this evaluation. The patient expired on (B)(6) 2023 as reported under MFR # 2916596-2023-02628. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing elevated pi along with numerous low flow alarms. Review of the patient's log files confirmed these events. No other unusual events were seen within the log files. The mechanical circulatory support (mcs) equipment was operating as intended. The patient was then admitted to the hospital on (B)(6) 2021 with shortness of breath, progressive fatigue, and continual increasing frequency of low flow alarms. Imaging and an echocardiogram were performed however they did not reveal a conclusive reason as to why the low flow alarms continue to occur. The patient did not develop any further symptoms. Their mean arterial pressure was in the 80s and their other vitals were within normal range. For treatment the patient received small bolus of intravenous fluids. A transthoracic echocardiogram from (B)(6) 2021 showed that the patient's right ventricle was mildly dilated and showing reduced systolic function. The site would continue to monitor the patient.